Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure insert migration into the uterine cornu') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 21 days after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleedin"), vulvovaginal pain ("vaginal pain,") and complication of device insertion ("could not insert") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal pain and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: migration of essure device into the uterine cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure insert migration into the uterine cornu') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "could not insert". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 21 days after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleedin") and vulvovaginal pain ("vaginal pain,") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date(B)(6) 2012 and (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: migration of essure device into the uterine cornu. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet received : event added- device difficult to use. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure insert migration into the uterine cornu') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 21 days after insertion of essure. On (B)(6) 2020, the patient experienced pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain,") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: migration of essure device into the uterine cornu. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events per pfs: right essure insert migration into the uterine cornu. Essure implant date, onset date of event and laboratory data were added. Event pregnancy and genital bleeding was downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.